Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had some bent cannulas from their infusion sets. The customer¿s blood glucose at the time of the incident was 436 mg/dl. They did not mention any form of treatment for the high blood glucose. Troubleshooting was performed for the bent cannulas. The customer reported that the site had signs of infection. The site was swelling, red, burning, and bruised. They had the infection for one week. The insulin pump and infusion sets will not be returned for analysis.